Event description:
It was reported a lead perforation was found a few days after implant. A "pricking sensation" was observed along with r-waves and higher thresholds. The myocardial perforation was sutured, and the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Event description:
It was reported a lead perforation was found a few days after implant. A "pricking sensation" was observed along with r-waves and higher thresholds. The myocardial perforation was sutured and the lead was replaced. Additional information was received through a journal article which indicated that the patient had presented to the emergency room with "intermittent chest pain." An echocardiography indicated "moderate pericardial effusion." Right ventricular (rv) lead thresholds had risen and pacing impedance had dropped. Perforation was suspected and confirmed. The lead was replaced. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional information received via a journal article. Referenced article: "delayed perforation of the right ventricular wall by a single standard-caliber implantable cardioverter-defibrillator lead detected by multidetector computed tomography." Korean circ. J. November 1 2011;41(11):689-691.